Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2014 from a physician. This case involves a (B)(6) year old male pt who developed idiopathic urticaria after receiving treatment with synvisc one. It was reported that the pt had no known previous allergies or rashes, did not have any other diseases or concomitant medications except for levothyroxine sodium (thyroxin) and there had been no changes in his eating or living habits. Also, reported that the pt had received sodium hyaluronate (hyalgan) injection without experiencing any adverse events. On (B)(6) 2014, the pt received treatment with synvisc one 6 ml injection, once (route, batch/lot number and expiry date: not reported) in the left knee for arthrosis. On (B)(6) 2014, approximately one month after the synvisc one injection, the pt started to experience rash, and developed extensive red blotches on the whole body. It was reported that idiopathic urticaria was given as diagnosis. At first the pt used desloratadine (aerius) and clobetasol propionate (dermovat) for rash but they did not help. On (B)(6) 2014, he went to see a dermatologist who prescribed him an oral course of cortisone. It was reported that synvisc one injection had, however, helped the arthrosis in the knee very well. Outcome: unk. A pharmaceutical tech complaint (ptc) was initiated and the results were pending for the same. Seriousness criteria: required intervention. Sanofi company comment dated (B)(6) 2014: this case concerns a (B)(6) year old male pt who experienced idiopathic urticaria afer treatment with synvisc one. The relationship of the event with the synvisc one cannot be ruled out. However, levothyroxine taken by the pt might have played a role in the occurrence of the event. Also, lack of info regarding definite etiology of event, the complete case assessment is not possible.